Manufacturer narrative:
Correction to d9 (only a companion sample was received and not an actual sample as reported on initial). D9: device avail. For eval?: remove yes and update to no. D9: date returned to MFR: remove 06/16/2023 and update to null value of na. H3: device returned for evaluation? Remove yes (the actual device was not returned) h10: the actual device was not available; however, a companion sample was received for evaluation. The visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing with sterile water was performed and no leak was observed. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection tube of a vented high-volume inlet leaked. The issued was detected at the pharmacy before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.